Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
Patient was discharged on (B)(6) 2015 home. Patient then came back in with complaints of shortness of breath. A small hematoma was noted on the left upper chest, which was enlarged by the next day causing severe pain. The patient underwent a successful generator pocket debridement and removal of the hematoma. All available information suggests this device remains actively implanted and no further adverse events have been reported due to the removal of the hematoma.

Manufacturer narrative:
(B)(4).